Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had completed their initial aligner and was given corrective aligners for multiple teeth that did conform to the final aligners. Those corrective aligners did not fix the issue with those teeth. The patient had seen their dentist who advised them to finish treatment with an orthodontist.